Event description:
It was reported by service report that the main power harness has a pinched wire that is exposed and shorted out. It is unknown if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Results: pinched power harness with exposed wires.